Manufacturer narrative:
A complaint database search finds no additional reports of breakage in the notch location against the provided product and lot combination. A two-year complaint database search finds no additional reports of breakage in the notch location area. The root cause is being attributed to heavy impactions delivered during usage. Based on the determination of heavy impactions as the root cause and the low frequency of reported breakage in the notch area, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken lcs cutting block - missing material in the notch area.